Event description:
The customer reported the system had a communication error. A communication failure error message will likely result in a system lockup, no boot, or shut down situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.